Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information was obtained through failure analysis investigations. The distal set up joint (suj) unit was returned for failure analysis and the reported problem was not replicated for 319. The unit was tested and passed all tests. Remote system logs confirmed all errors present stated in the report (319/32101). The notes confirm that the problem resided in the set up joint (suj) (32101) and the universal surgical manipulator (usm) (319). Usm (300587630110) return material authorization (RMA) was completed prior to the distal suj failure analysis, and it was concluded that the usm had a faulty flat flex cable (ffc) causing the 319 error. The suj 32101 error points to 12v to usm causing the 32101, and missing node for distal. It was concluded that the distal suj has no issue and was the wrong part sent back. The unit was to be looked over for cosmetics, then tested and verified.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the proximal set up joint (suj) unit involved with this complaint and completed the device evaluation. Failure analysis (fa) determined that it was the wrong part sent back. The proximal suj unit was installed on the in-house system and the unit did not trigger any errors. The proximal suj unit passed all tests.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted radical salvage prostatectomy surgical procedure, the site encountered repeated 1007 errors on universal surgical manipulator (usm) 3 on the patient side cart (psc). The technical support engineer (tse) verified multiple 1007 errors on usm3. The tse also identified 319 errors on usm3 and the distal set up joint (dsuj), as well as 31201 errors on the proximal suj (psuj). The tse walked the representative through a system power cycle and a hard power cycle of the psc. The system immediately faulted with a 1007 and 319 errors on arm 3 when powered back on. The psc from another da vinci system on site, (B)(4), was brought in to replace the affected psc, and the procedure was continued. The representative called back to report that the psc from (B)(4) was working normally, and the issue had resolved. The representative noted that there had been a 1 hour delay from the time the issue was identified to being able to proceed with surgery. The procedure was completed robotically with no reported injury. Intuitive surgical, inc. (Isi) attempted follow-up to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
It was reported that during a da vinci-assisted radical salvage prostatectomy surgical procedure, the site encountered repeated 1007 errors on universal surgical manipulator (usm) 3 on the patient side cart (psc). Based on the claim against the product by the customer noting repeated 1007 errors on usm 3, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed the error. The fse first attempted replacement of the proximal and distal set up joints (psuj, dsuj), but the error persisted. The fse then swapped usm 3 and 4, and the error followed the usm. The fse ultimately replaced the usm. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue. Evaluation was performed on the usm and the reported failure was confirmed and replicated. The unit was tested on an in-house system and failed normal mode as it triggered error 319. The usm was placed on a testing platform and it failed the fiber test point to parallelogram assembly. The parallelogram assembly will be replaced to fix the reported problem. A review of the site¿s system logs confirmed that the procedure was performed on (B)(6) 2022 on system with serial # (B)(4). Image(s) and/or video clip(s) associated with this reported event were not submitted for review. The probable root cause was a reoccurring non-recoverable error on usm 3, as replacement of the usm resolved the issue. This complaint is considered a reportable event due to the following conclusion: the customer converted to another da vinci system after the start of the procedure due to non-recoverable errors on universal surgical manipulator (usm) 3. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.